Event description:
The manufacturer received info from a durable medical equipment provider alleging the ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician found the inlet air path foam of the inlet air path assembly was blocking the inlet of the blower motor. The foam was prohibiting the proper air flow to the inlet of the blower motor, causing the reported test failure. The device's inlet air path assembly was replaced to address the issue.